Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose, which eventually lead up to her having low blood glucose. Customer's blood glucose was over 500mg/dl, treated with 12 units of insulin with syringe. Customer stated her blood glucose was 427mg/dl then dropped to 67mg/dl in an hour. Customer stated they tried to fill reservoir, performed set change and it over-delivered insulin. The paramedics were contacted and transported customer to the hospital. We were unable to program a bolus in customer's pump because it displayed set bolus, advised to push the act button and screen went blank twice. Customer declined to perform the high pressure test. In addition, the insulin pump alarmed no delivery. Advised to change entire set, reservoir, insulin and to treat per health care provider.